Manufacturer narrative:
Concomitant medical products: 4196-88 lead, implanted: (B)(6) 2011; dtba1d1 device, implanted: (B)(6) 2015, (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead defibrillation impedance warning triggered and right atrial (ra) lead had previously triggered a pacing impedance alert for pacing impedance above the programmed threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.